Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, error 319 occurred. The customer did a hard restart, but issue persisted. The customer disabled universal surgical manipulator (usm) 4 and continued with the case. The site was completing the procedure as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced universal surgical manipulator (usm) 4 due to 319 error pointing to rfid node missing. The system was tested and verified as ready for use. Isi has received the usm part involved with this complaint to perform failure analysis; however, the evaluation has not been completed. A follow-up MDR will be submitted after failure analysis investigation.

Manufacturer narrative:
The universal surgical manipulator (usm) part has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. Unit was tested on an in-house system in normal mode where it triggered an error 319. Unit was also tested on psc fixture test platform where it failed the fiber test for the rolling loop low values. Golden rolling loop fiber cable was installed, and the unit passed fiber test on retry. Replicated error 319 with original components. As a fix the rolling loop fiber assembly will be replaced to address the reported problem.

Event description:
Refer to h10/h11 for follow-up information.